Event description:
It has been reported by a dealer that a 91-2 shower chair broke where the legs attache to the seat. The back left leg snapped free. The dealer stated the end user heard it give way and was able to get up before the chair broke.